Event description:
Date of the event is unknown. It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the inferior bile duct. According to the complainant, resistance was felt when inserting the device into a tortuous bile duct. The inner sheath became stretched and the stent did not deploy. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.